Manufacturer narrative:
This report is being supplemented to provide additional information based on the investigation conclusion. The returned device was inspected by olympus australia. The reported phenomenon was confirmed. The failure was attributed to a faulty transducer receptacle with an internal pin damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure is a known phenomenon and is produced as a result of damage to the transducer plug and/or receptacle. Damage to the receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. Connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). If repair is necessary, please contact olympus customer service. Olympus will continue to monitor complaints for this device.

Event description:
Updates on event description: the intended procedure was completed with a back up device (old machine). Serial number and model used to complete the procedure was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates. Please see updated sections: b5, g4, g7, h2, h6 and h10.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device failed to activate, a red error light came displayed on the box. The issue occurred during a percutaneous access to the kidney procedure. The user tried another transducer, however, the issue persisted. There were no further details provided regarding the event. No patient harm, or injury reported. No user injury reported.